Event description:
The patient reported migration which was causing pain, as a neighboring nerve was being stimulated. Reprogramming was attempted multiple times with no improvement. An explant procedure was performed on (B)(6) 2023. The patient is doing well and is still receiving therapy from the implant on the left side.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended new pain occurred, the unintended stimulation causing heat sensation and/or shock, and interference from a non-curonix device implanted have been ruled out as potential causes. The cause of the migration is unknown. The stimulator is used to treat pain.  The cause of the pain is due to migration. However, the cause of migration is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported migration which was causing pain, as a neighboring nerve was being stimulated. Reprogramming was attempted multiple times with no improvement. An explant procedure was performed on (B)(6) 2023. The patient is doing well and is still receiving therapy from the implant on the left side.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended new pain occurred, the unintended stimulation causing heat sensation and/or shock, and interference from a non-curonix device implanted have been ruled out as potential causes. The cause of the migration is unknown. The stimulator is used to treat pain.  The cause of the pain is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.